Event description:
Upon investigation it was observed, the base of the delivery tube was bent slightly closest to the base of the delivery device. "Additional complaint record has been created due to unrelated failure mode (s) tw ID # (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 07/06/2020. An investigation was conducted on 08/21/2020. Signs of clinical use and heavy amounts of blood was observed on the delivery device with some blood observed on the loading device. The seal and tension spring assembly was observed inside the delivery device. The base of the delivery tube was observed to be bent slightly closest to the base of the delivery device. Based on the returned condition of the device, the reported failure ¿material twisted/bent tube" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Additional complaint record has been created due to unrelated failure mode (s) tw ID # (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Upon investigation it was observed, the base of the delivery tube was bent slightly closest to the base of the delivery device. "Additional complaint record has been created due to unrelated failure mode (s) tw ID # (B)(4)".